Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited burn on the forceps elevator and adhesive around objective lens was peeled. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. However, according to the IFU, it is possible that high-energy endo therapy accessories (laser, high-frequency cauterization treatment, etc.) Were used without ensuring sufficient distance from the device distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the forceps elevator and adhesive around objective lens was peeled. There was no report of patient involvement or user injury associated with this event.